Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood glucose as high as 400 mg/dl sometimes. Customer reportedly stated he believed he just did not have the right basal rates programmed in the insulin pump yet, but he would be seeing his healthcare provider soon. Customer declined to transfer for troubleshooting. Nothing further reported.